Event description:
It was reported that the patient experienced some sort of stimulation when the programming head was placed over the pacing system. The sensation was able to be reproduced with atrial pacing at high outputs. The right atrial (ra) lead was noted with considerable sensing of far field r-wave (ffrw). Additional information from the clinic disclosed that the lead measurement and capture management were programmed off; however, the patient continued to experience some stimulation and was still feeling uncomfortable. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5092-58 lead implanted: 2004-(B)(6). (B)(4)